Event description:
It was reported by the rep that the (2) tcr55 were used during a sigmoid colectomy procedure. It was reported by the surgeon that staples were falling out of the cartridges before the instrument was fired. The cartridges were unformed. Teh rep asked the surgeon if the firing knob was pushed forward before the instrument was put together and he said no. The surgeon completed the case using a tx60b. There was no consequence to the patient.